Manufacturer narrative:
Title: percutaneous microwave ablation versus cryoablation in the treatment of t1a renal tumors source: cardiovasc intervent radiol, received: 9 may 2019 / revised: 1 august 2019 / accepted: 14 august 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on 14 august 2019, microwave ablation (mwa) complications (2) were all cirse grade 1 (hemorrhagic effusion without need for further interventions). Percutaneous microwave ablation versus cryoablation in the treatment of t1a renal tumors francesco de cobelli, 26 august 2019.